Manufacturer narrative:
Nevro is awaiting the return of the device. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that shortly after the implant procedure, before the device was turned on, the patient requested the device be removed. The patient then experienced a burning sensation while using the device, but did not want to troubleshoot the issue. The device was removed and there have been no reports of further complications regarding this event.

Manufacturer narrative:
The device was returned and analyzed. Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. No abnormalities of the device were found that could explain the reported heating issue. The returned system worked as expected. The manufacturing records were reviewed and no non-conformities were found.

Event description:
The device was returned and analyzed.